Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed eight coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a smart coil through its introducer sheath, despite multiple attempts. The physician therefore removed the smart coil and completed the procedure using a new smart coil and additional coils. There was no report of an adverse effect to the patient.